Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and fluttering in the chest. The right atrial (ra) lead exhibited far field r wave (ffrw) oversensing which triggered atrial fibrillation/atrial tachycardia episode detections and a mode switch. Noise oversensing on the ra lead after isometrics was further noted. The implantable pulse generator (ipg) and ra lead remain in use. No further patient complications have been reported as a result of this event.